Event description:
A call to technical services placed on 4/3/2014 stated that when magnet was placed over this pacemaker, it did not turn off. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).